Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while the doctor was injecting local anesthetic, the plastic rings on a bd¿ control syringe with bd¿ luer-lok tip broke and cut the doctors right hand. First aid and dermabond was applied to the wound. There was no report of any additional medical interventions.

Manufacturer narrative:
Investigation summary: sample evaluation: two open 10ml empty syringe packages were received by bd canaan and confirmed to be from batch #7298748. The samples were visually evaluated. The packages were received empty with no product inside. No packaging defects were observed. Based on the package evaluation, the reported defect could not be confirmed. Unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. DHR review for batch 7298748: manufacturing date: 10/18/2017 to 11/10/2017. Batch quantity was 90,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7298748 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.